Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer may have over filled the cartridge. Customer¿s blood glucose ranged between 60-270 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.